Event description:
The catheter was removed from the patient in 2005 and the patient went home. The patient returned to the hospital because the distal portion had broken from the adapter and the catheter fragment was unable to be removed manually. Surgical intervention was undertaken to successfully remove the catheter fragment.